Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the stimulator was only implanted for a couple of weeks and then removed because it did not work for the patient. It was explained the patient had multiple systems going back to 1997. They were in the middle of a procedure and were not familiar with the patient. Relevant medical history included failed back surgery syndrome. No troubleshooting, symptoms, or device information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.